Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information the incident involved a use error as the alinity c processing module flagged the initial result (>) to warn the user the result was suspect, and the flagged result was released out of the laboratory. However, the complaint investigation concluded that there was also a clogged nozzle on the alinity c processing module. The field service representative (fsr) inspected the instrument and observed an obstruction in the nozzle c4 #1, #4, #5 (rohs). Part replacement resolved the issue and the module function was verified with a control run. An instrument service history of the (B)(6) verified no subsequent issues have been reported for falsely elevated magnesium patient results after service intervention. A review of tracking and trending of the alinity c did not identify any trends related to the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 (rohs) did not identify any trends. A review of manufacturing documentation did not identify any non-conformances related to the complaint issue. The alinity ci series operations manual addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. The alinity c service documentation contained adequate information for the troubleshooting of the nozzle c4 #1, #4, #5 (rohs). Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial (B)(6), or the nozzle c4 #1, #4, #5 (rohs) was identified.

Event description:
The following incident describes a use error. The customer observed a falsely elevated magnesium result generated on an alinity c processing module for a (B)(6) old female. Sid (B)(6) initial result = >3.9 mmol/l, repeat result = 1.01 mmol/l (reference range 0.66-1.07 mmol/l). Per the magnesium package insert, this assay is linear across the measuring interval of 0.25 mmol to 3.90 mmol/l for the serum/plasma application; and samples with a magnesium value exceeding 3.90 mmol/l are flagged with code ¿>3.90 mmol/l¿. There was no impact to patient management.